Manufacturer narrative:
(B)(4). It was reported that the device handle was broken and the screws were missing. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Initial qa inspection of the skin graft mesher on march 19, 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The roller and gear had visible damage. The ratchet was received without the pin and spring being inside the ratchet. No cutters were returned for evaluation. The technician also stated that the handle was not damaged, the set screw fell out causing the pin and ratchet gear to fall out of the handle. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 19, 2018 which included replacement of the roller, damaged comb, gear, ratchet gear, sliding pin, and spring. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the set screw fell out causing the pin and ratchet gear to fall out of the handle. However, the technician also stated that the handle was not damaged. While during the initial inspection it was noted that the set screw fell out causing the pin and ratchet gear to fall out of the handle, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided, the root cause of the reported screws being missing cannot not be specifically determined. However, the root cause of the device handle being broken cannot be determined specifically with the information provided since the technician could not replicate the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device handle was broken and the screws were missing. There was no delay and no adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was damaged.